Event description:
On (B)(6) 2014, the lay user/ patient contacted lifescan (lfs) alleging his onetouch ultrasmart meter read inaccurately high compared to his feelings/ normal blood glucose results. The complaint was classified based on the customer care advocate (cca) documentation. The alleged issue began about a month prior to contacting lfs. The patient reported blood glucose results of ¿680, 480, 440 and 380 mg/dl¿ with the subject meter. However, per the owner¿s booklet, the subject meter¿s technical specification indicates the reported result range is between ¿20 mg/dl to 600 mg/dl.¿ the patient does not take medications to manage his diabetes. The patient continued to follow his usual management routine. About 30 minutes after the start of the alleged issue, the patient claimed he felt symptoms of cold, shaking ¿almost like a seizure¿ and dry mouth. The patient took glucose tablets/ glucose pills as treatment in response to his reported symptoms. The patient denied testing with another device. At the time of troubleshooting, the cca noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.